Event description:
It was reported that the patient had a very large hematoma that was continuing to expand. An "extensive" clot was removed from the pocket and cautery was used to halt diffuse "oozing" at the chest wall inside pocket. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949, implantable tachy lead, (B)(6) 2005; 1388t, competitor implantable pacing lead; 1646t, competitor implantable pacing lead. (B)(4).